Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to a low glucose alert with fingerstick at 58 mg/dl and ilet reading at 68 mg/dl, treated with glucose tablets and juice, and later observed glucose rising to 184¿188 mg/dl before returning to 145 mg/dl; the user also indicated they pressed fill tubing and observed drops after disconnecting, then deferred reconnection until after a shower. Symptoms included hypoglycemia without adverse clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.